Manufacturer narrative:
This device used for treatment and not diagnosis. Add'l pro code: lxh. Device is an instrument and is not implanted/explanted. Manufacturing documents were reviewed and no complaint related issues were found. We have forwarded the torque limiter to the power-tool department for testing and calibrating. The investigation of the complained instrument has shown, that the torque limiter, 0.8nm art no: (B)(4) is in working order. The manufacturing documents were reviewed and no discrepancies to the specifications where found. Therefore we are not able to comprehend the mentioned problem with this instrument. No product fault could be detected. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported on (B)(6) 2013, during surgery on (B)(6) 2013 with a volar two column plate (various angle) that the locking screw had penetrated the plate on the screw hole at the most distal part of the radial side. The surgeon placed the guide block, used the dedicated sleeve with angle mode, and used the driver with torque limiting function for inserting screws. The penetrated screw was removed and not replaced. After evaluating the remaining screw placements the surgeon closed. This complaint is on the torque limiter. This is 2 of 2 reports for complaint (B)(4).